Event description:
Customer reportedly stopped the treadmill using the emergency switch. While the treadmill was still elevated, the pt attempted to walk across the treadmill. When the pt stepped onto the walking belt, the belt reportedly moved slightly and the pt fell, injuring their shoulder. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.